Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital returned t.w. Power supply sn #(B)(4). Supporting documents shows the side plastic casing on the sides are not smooth and there¿s space between where they meet. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Hospital returned t.w. Power supply sn #(B)(6). Supporting documents shows the side plastic casing on the sides are not smooth and there¿s space between where they meet. No patient involved. The device was returned to the factory for evaluation on 04/04/2023. An investigation was conducted on (B)(6) 2023. Photos of 3010 supplied by hospital. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The power supply case sides were observed not to be smooth and there was a space between where both sides meet. No other visual defects were observed. An electrical evaluation was conducted. The power supply was connected to a reference power cord as well as reference device cord. Power was switched on to the power supply. The reference harvesting device cord was observed to be receiving power as indicated by the green light on the power supply. Based on the returned condition of the device as well as the evaluation, the reported failure "crack" was confirmed. For the reported failure "crack". The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. A crf/CAPA/scar/ncmr review was conducted for the two-year period (B)(6) 2021 through (B)(6) 2023. There is no existing crf/CAPA/scar/ncmr for the reported failure "crack¿ and product ¿(t.w. Power supply)¿ . The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required. No field actions initiated for the reported failure mode ¿crack". There was no patient involvement. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.